Event description:
On (B)(4) 2012, the patient contacted animas for assistance with occlusion alarms, and during troubleshooting the patient was instructed to disconnect from the insertion site, however the patient did not disconnect and mistakenly primed 16.5 units, resulting in delivery of unintended excess insulin. The patient's blood glucose (bg) at the start of the call with animas customer support (cs) was 292 mg/dl with no signs or symptoms. Due to the possibility of the patient's bg going low from the additional insulin, (cs) called 911 for emergency services. The patient reportedly consumed juice, part of a milkshake, and sweet tea. The patient's bg at the time emergency services arrived was reportedly 286 mg/dl with no signs or symptoms. The patient was reportedly taken by emt to a local hospital, but the patient stated that she did not receive any treatment from the emt or at the hospital, as her bg did not go low. Upon follow-up, the patient reported to cs that the hospital did a finger-stick to check her bg once, and she stayed for observation but she was not treated with anything. The patient was reportedly released from the ER at 4:15 am on (B)(6) 2012. Cs followed up with the patient on (B)(4) 2012, and the patient reported that her last bg was 138 mg/dl. Cs followed up with the patient again on (B)(4) 2012, and the patient reported a bg of 99 mg/dl prior to breakfast. The patient stated that her md wanted her to stay off the pump and monitor bgs, and that if her bg is over 100 mg/dl then she could go back on the pump. The patient re-iterated that she did not receive any medical treatment for the reported incident on (B)(6) 2012. There is no indication or allegation of a pump malfunction, and there was no reported adverse event. This complaint is being reported because emergency services was contacted to prevent a possible hypoglycemic event after the patient inadvertently took excess insulin and the patient was taken to the ER for observation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.